Manufacturer narrative:
The broken component was replaced on-site and the sys accuracy was tested and verified as within specs. There have been no reports of accuracy issues at this facility after the repair was made. The user manual has a caution, listed in three places, against making changes to the initial set-up of the sys in order to assure location accuracy.